Event description:
The wife called and requested assistance on changing the basal's settings. It was stated that the customer was experiencing unexplained high glucose for the past two weeks. It was stated that the customer treated high glucose with a 7.5 units through the insulin pump. The customer's most recent glucose reading was 362 mg/dl. Troubleshooting was performed. The programming, time, and date were correct. During the call, the caller stated that the customer has been hospitalized due to a heart attack. Further testing was not performed as the customer was tired and asleep. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.